Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced sensations in the chest and "thumping under breast", "lightheadedness and feeling funny". It was also reported that "something is not working right". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.